Manufacturer narrative:
The insulin pump was received with a constant flashing white lcd on the display due to cracked lcd controller on the printed circuit board. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white lcd. The insulin pump had minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the customer's insulin pump fell out of their pocket and now the device had a white screen. The patient's blood glucose at the time of incident was 4.2 mmol/l. The customer changed the battery but the white screen anomaly persisted. The insulin pump will be returned and replaced.